Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was treated in the emergency room for elevated blood glucose (bg) of 320mg/dl with diabetic ketoacidosis, unspecified ketones, chest pain, vomiting, shortness of breath, extreme drowsiness, rapid deep breathing, and strong fruity breath associated with a loss of prime issue. The patient reportedly discontinued insulin pump therapy and was treated with insulin via injection, intravenous fluids, and other unspecified treatment. The reporter noted that the patient had gastroparesis, which may have contributed to the alleged bg excursion. During troubleshooting it was noted that the patient had changed the cartridge since the loss of prime issue began but had not tried using a cartridge from a different box. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with a loss of prime issue.